Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display after receiving new battery cap. The customer¿s blood glucose level was unknown. Customer reported that they did not received insert battery alert. Customer reported that the home screen did not returned. Customer was putting new batteries but insulin pump did not working. The insulin pump will be returned for analysis.